Event description:
During a davinci assisted low anterior resection, a 8mm extended vessel sealer (part number 480422-01) failed. After several attempts, instrument still failed to work properly. This did result in 30cc of blood loss. FDA safety report ID# (B)(4).